Manufacturer narrative:
Additional narrative: patient information not reported. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A manufacturing investigation was performed for the subject device (part number 03.010.045, lot number 3482717, standard insertion handle). The subject device was received with the complaint condition of ¿the grooves of the insertion handle were sheared at the rotational movements during nail insertion.¿ additional clinical information was not available. The investigation confirmed that the nose (tang) is broken off and completely flattened. The dimensions of the instrument could not be verified due to the damage. A review of the device history records found no issues that would have contributed to this complaint. No manufacturing related failure could be detected. Based on these findings it can be concluded that the nose sheared off due to high applied torsional forces during nail insertion. There is no indication of a material or design-related issue associated with the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon had a technical problem during a lfn surgery. The tip which aligns the nail of the insertion handle broke off. The surgeon used another insertion handle and the surgery could be completed. The grooves of the insertion handle were sheared at the rotational movements during nail insertion (anterior-lateral-anterior). The surgeon removed the insertion handle and used another from the expert tibia set. The surgery was completed successful and not prolonged. There was no patient harm. This report is 1 of 1 for (B)(4).